Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified and mildly tortuous right coronary artery. A 2.75 x 28 mm xience xpedition stent was implanted and a distal edge dissection was noted after implantation. Therefore, an unspecified xience stent was implanted to treat it. The procedure lasted for 35 minutes. There was no adverse patient sequela reported. No additional information was provided.